Manufacturer narrative:
Concomitant products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they noticed that the dtc had a chip in the black box and looked like there was moisture inside of it and that the connector pin had broken off inside of the insr when they went to check ins charge because their legs were hurting. Patient (pt) said they had gotten the connector pin out of the insr however, pt said the connector pin had broken off and they were also holding another piece that appeared to have broken out of the insr port. Pt said their ins has no power at all now since they were having to recharge more frequently. An email was sent to the repair department toreplace the insr and dtc. Pt mentioned that they cannot walk up the steps without their ins.  Patient  said their ins was not keeping the ins charged up very long. Pt said their ins only lasts about 2.5 to 3 weeks now. Pt said they spoke with their rep and the rep said it was sounding like they were needing an ins replacement since the ins was getting older. Pss documenting information given during call. Pt mentioned that they cannot walk up the steps without their ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 37761, serial# (B)(6), was returned for product analysis. Analysis found the cable assembly had broken connector pins and the cable assembly was replaced. The rubber feet were also work and replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.

Event description:
Additional information was received from the pt. Pt provided their weight. Pt confirmed that the new external equipment sent resolved everything. Pt confirmed that their the ins is getting old and its is still needing to be powered up every week to 10 days. Pt confirmed healthcare provider (hcp) is working to get a replacement ins for pt. For the replacement they are waiting on the ohio workers comp to approve the replacement.

Manufacturer narrative:
Continuation of d10: product ID 37761; serial# (B)(6); product type recharger; product ID 37751; serial# (B)(6); product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.